Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recp1832 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recp1832) have been reported from the same facility in (B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019, more than nine months after radiotherapy due to nasopharynx cancer. On (B)(6) 2019, a PICC was placed from the right upper extremity. Post-procedure chest radiograph showed that the tip of the catheter lied in the precave. The patient did not have any discomfortableness and the catheter was proved to be patent after infusion was performed. On (B)(6) 2019, swelling and pain developed on the right upper extremity. Ultrasound showed thrombosis in the right basilic vein. Thrombolysis and anticoagulant therapy by administrating urokinase + low molecular heparin calcium injection. The patient is still in hospital for observation and treatment.